Manufacturer narrative:
Block h6: device code a051104 captures the reportable event of basket failure to release stone.

Event description:
It was reported that a zero tip basket was used during a ureteroscopy (urs) procedure. During the procedure, the basket was stuck in the access sheath with stone in it, and the basket wire broke upon removal. The procedure was completed with another same device and there were no patient complications reported.